Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a static fill estimate of 45 units despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer understood the explanation provided by technical support that such issues can arise from pressure variances, and normal counting would resume once the remaining insulin matched the static fill estimate.